Event description:
A companion li-polymer battery pack, taken from storage at the warehouse in (B)(4), was observed to have a crack in the external housing. This alleged failure mode poses a low risk to a patient because the issue was observed at the warehouse, prior to distribution to an implant center. The battery pack has been returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.